Event description:
Reportedly, when the ventilator was turned on, it failed to operate on battery power. No alarm sounded. Ventilator was then plugged into ac power and it functioned normally. No medical intervention was required. No permanent pt injury was reported as a result of this event. No additional pt details have been provided.

Manufacturer narrative:
No device returned for eval.